Manufacturer narrative:
Date initial reprot sent: 12/20/2007

Event description:
Procedure type: unk. Patient gender: unk. According to the reporter: the pin fell out of the locking mechanism from the top part of the trocar. There was no report of pieces falling into the cavity or impacting the patient. No patient injury was reported.